Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 4dec2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that a v200 ventilator generated a 24 volt failure code while "booting up". The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 18jan2019. Date received by manufacturer: 18jan2019. The customer declined to have the ventilator repaired. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.